Manufacturer narrative:
(B)(4). Implanted 2014. Concomitant medical products: modular femoral stem press-fit plasma sprayed cementless size 12.5, pn 00771301200, ln 62521412, femoral head sterile product do not resterilize 12/14 taper, pn 00801803602, ln 62461446. Multiple MDR reports were filed for this event. Please see reports: 0001822565-2018-04901, 0001822565-2018-04903. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to pain, infection, allergy and blood work approximately 4 years after initial procedure. Porous coating remained in patient- it is unknown if that was from the initial procedure of from the revision surgery.  Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown shell, pn unknown, ln unknown, unknown liner, pn unknown, ln unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.